Event description:
According to the customer, on (B)(6) 2025 while "using a sterile wound probe to pack dressing into patient wound - base of wooden probe stick splintered and piece of wood broke off into wound."

Manufacturer narrative:
According to the customer, on (B)(6) 2025 while "using a sterile wound probe to pack dressing into patient wound - base of wooden probe stick splintered and piece of wood broke off into wound." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.